Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The sheath of the device near the base of the handle is bunched up and twisted. The bunched up area is about 4 cm in length. When the handle of the device was manipulated the snare head advanced and retracted without difficulty. The device was advanced down an olympus endoscope (endoscope channel size 2.8 mm). The endoscope was placed in a curved position to simulate a worst case scenario. The snare head would advance with no resistance. When retracting the snare head back into the sheath there was some resistance felt, but the snare head would retract fully inside the sheath. A possible cause of resistance felt during the functional testing is the bunching of the sheath near the handle. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use states: "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinds, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The instructions for use directs the user to: "fully retract and extend snare to confirm smooth operation of device." The instructions for use directs the user to: "advance device, in small increments, until endoscopically viewed exiting endoscope." Damage to the product can occur if the device experiences excessive pressure during use. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook acusnare polypectomy snare. The snare would not open or close within the patient. The sheath would crumple up. The device was evaluated on 08/03/2017 and when retracting the snare head back into the sheath there was some resistance felt, but the snare head would retract fully inside the sheath. Additional information received on 8/7/2017: they were unable to open the snare.